Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the image roughness occurred due to a damaged charged coupled device unit. Additionally, it's likely the distal end was not secure due to the adhesive peeling off of the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the image had roughness and the distal end was not secured. There was no patient involvement.